Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as off-axis loading and improper bone preparation.

Event description:
On 10/29/2025, an employee from an arthrex subsidiary reported via email that an ar-1588rt-2j tightrope ii rt was involved in an issue during surgery. A two-way tendon was prepared and mounted on the ar-1588rt-2j tightrope ii rt, sutures were passed, and as the tendon began to be traction to house it in the femoral tunnel, it broke at the section with the chinese traps, causing the tendon to detach. The device was removed, and a new ar-1588rt-2j tightrope ii rt was reassembled. Additional information was received on 11/4/2025: the breakage of the ar-1588rt-2j tightrope ii rt system was inside the patient; the tendon was already inside the joint and was beginning to be moved up to the femoral socket when the chinese traps broke.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.